Manufacturer narrative:
(B)(4). The problem of leak was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
While troubleshooting the check lines and bags alarm the home patient (hp) received during prime cycle, it was found that there was a leak in the cassette. The technical service representative (tsr) assisted the hp to clear the alarm and turn off the hc to check for flow. The tsr asked the hp to replace the cassette and bag. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown.